Event description:
MFR rec'd a report from an atty of a pt slipping with crutches. As a result of this incident, the user allegedly sustained a fractured knee. No malfunction has been reported and eval of the crutches has not been permitted.